Event description:
Pt hospitalized in intensive care unti for change of catheter through external jugular vein utilizing the seldinger technique. When the guide was removed after introducing the new catheter the guide was observed to be incomplete in its distal tip. The guide was recuperated by suction with a syringe through the distal tip of the catheter but the distal metallic cover from the guide was not recovered. Radiologic imaging disclosed its presence in the inferior vena cava. This was reported to local office of MFR.